Manufacturer narrative:
This report is submitted october 29, 2019. - attachment: [151645 device analysis report reg.pdf].

Manufacturer narrative:
This report is submitted on august 19, 2019.

Event description:
Per the clinic, the patient experienced a performance decrement, resulting in the decision to explant the device. The device was explanted on (B)(6) 2019 and the patient was re-implanted with a new device during the same surgery.